Event description:
Health professional reported that surgery was performed to replace a lap-band. During the removal it was noticed that "the tab broke off" of the buckle. Add'l info from the pt noted a lap-band was implanted about six months ago and that they were beginning to vomit frequently. Recently, they were becoming ill and had difficulty swallowing. When surgery was performed to replace the device, the surgeon found that it had slipped, so the device was removed and replaced.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." "The lap-band ap system is not a lifetime product and it may break or fail. In whole or in part at any time after implantation and not withstanding the absence of any defect." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."